Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power, weak battery, bad battery, low battery, battery out limit and failed battery test alarms during testing. The insulin pump powered up properly after battery installation and no blank display noted. The insulin pump passed self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that it was the second time he called regarding a low battery. The replacement battery cap did not resolve the issue. Customer's blood glucose level was not reported. The insulin pump had a blank display and had no power. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.